Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to address the issue. Customer's blood glucose (bg) level was 535 mg/dl with high ketones. Customer¿s hcp identified ketone level as dangerous, but not life threatening. A correction bolus was delivered via the pump and a supply change was performed to address bg.